Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple safety alarms on the insulin pump and a no delivery alarm. He stated that the insulin pump was not stored for an extended period of time. He stated that the safety alarm was recurring during normal use. The blood glucose reading was 122 mg/dl. Nothing further was reported.